Event description:
An osvii was implanted in (B)(6) 2010. On (B)(6) 2011, the pt required revision surgery that included explanting the osvii. The reason for the explantation and revision were not provided. The osvii was replaced with a medtronic peritoneal valve. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.